Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the mega suturecut needle driver instrument didn't obey the orders of the surgeon console. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver was analyzed. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. The complaint was confirmed by failure analysis.